Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This was lv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).